Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It has been reported that the bd luer-lok¿ access device (male luer) has been found experiencing tube detachment issues. No patient impact was reported. The following has been provided by the initial reporter: after placing the IV the nurse placed the vacutainer on the hub of the IV to draw blood for the labs. When finished the nurse could not remove the vacutainer as it seemed suctioned on to the hub. Nurse had to find a tool to finally remove the vacutainer. This is not the first time the nurse has run into this weekend and since switching ivs.

Manufacturer narrative:
H.6. Investigation summary: material #: 36490200; lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It has been reported that the bd luer-lok¿ access device (male luer) has been found experiencing tube detachment issues. No patient impact was reported. The following has been provided by the initial reporter: after placing the IV the nurse placed the vacutainer on the hub of the IV to draw blood for the labs. When finished the nurse could not remove the vacutainer as it seemed suctioned on to the hub. Nurse had to find a tool to finally remove the vacutainer. This is not the first time the nurse has run into this this weekend and since switching ivs.